Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8850 centerline endoscopic carpal tunnel release instrument became stuck in the activated position and the blade was full. The system presented a malfunction with the blade in the open position, not closing easily when actuated, and the blade had low cutting performance. This was discovered during a carpal tunnel release procedure with no patient harm. There was no delay in the procedure, and no additional anesthesia was required. The case was completed using the complaint device despite the defect.